Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested on the generator and the hand control switch assembly was not functional. However, the device did activate when tested with the foot switch. When the device was functionally tested with the generator, it was noted that the rotation knob did not rotate freely. This is not related to the reported event, of damage to the white tissue pad. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation buttons.

Event description:
It was reported that during a laparoscopic hiatal hernia procedure, the white pad wore off over the course of a long case. There were no patient consequences. Case completed with another device of the same product code.